Event description:
During a procedure with a green light laser a surgical tech leaned against the laser fiber cable where it attaches to the laser unit. When he leaned against the cable the fiber bent and then broke at the fiber connection. The laser beam burnt thru the outer shield and flashed. The surgical tech's scrub pants were burned and the case was interrupted.